Manufacturer narrative:
B3 - date of event unknown. E3 - initial reporter occupation unknown. One device was received for evaluation. Review of the event history log was not applicable. Visual inspection found that the display pixel, rear housing edge was broken. Functional check and visual inspection were performed and confirmed the reported problem. Service history review identified that the device has not been in before for repair related to the customer stated problem. The investigation could not determine the root cause of the air detector alarm. The front housing with lcd and air detector will be replaced.

Event description:
It was reported that there with the device the pixels were missing, and the air detector was not functional. There was unknown patient involvement, and no patient harm reported.